Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a hartmann re-connection procedure, the device triggered faultlessly. Anastomosis leakage occurred over a length of about 2mm. The orange indicator was in the lower third of the scale prior to firing, the user received audible and tactile feedback when firing the device, the donuts were complete, and no staples were missing from the staple line. The anastomosis was completely opened and re-shot to manage the leak. There was no patient consequence.

Manufacturer narrative:
(B)(4). Investigation summary the analysis results found that the cdh29p device arrived with weld seem separated under knob in soft touch area. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. No conclusion could be reached on what caused the weld seem separated noted during the visual inspection. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment a manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: where within the gap setting scale was the orange indicator prior to firing? In the lower third of the scale did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? If so, please describe. Donuts were complete were there staples missing from the staple line? No. How was the leak managed? Anastomosis completely opened and re-shot was there any patient consequence or change in the post-operative care of the patient as a result of the event? Postoperative no consequences for the patient were any of the staples malformed? No further additional information available upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.